Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door needs to be recovered because it was not recognizing the door was closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door needs to be recovered because it was not recognizing the door was closed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door had failed. A field service engineer (fse) inspected the latch assembly and performed corrective actions on the latch micro switches. The fse was able to re-tighten the wire harness connectors and clean off any oxidation from the micro switches. After completing these tasks, the fse reconnected all components and powered the station back on to test it using both the hardware testing application and the user application. The customer was able to successfully recover storage space and test the device for functionality, with all tests passing without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.